Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during drain 5 of 6. The patient was connected at the time of the alarm. The patient was advised to use manual supplies to complete therapy and contact the peritoneal dialysis (pd) registered nurse (rn) in the morning about the alarm. The caregiver (cg) would call back with any problems. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010. The patient continued therapy on the cycler fine, using the same transfer set with no further issues.

Manufacturer narrative:
(B)(4). The device was discarded.